Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test, error e224, cut on cable and bad cable. A root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: the failure to white balance was due to error 224 which was due to bad cable and connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an issue where it would not white-balance. The unspecified procedure was completed with an olympus back-up device. There were no reports of patient harm.